Event description:
The customer reported that the system displayed a loss of cinema disk functionality. The issue could result in the inability to utilize cinema/vascular modes. No pt or user injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.